Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was admitted to emergency room due to high blood glucose levels and high ketone levels on (B)(6) 2024. The length of the hospitalization was 9 hours. Blood glucose level reported during the event was 580 mg/dl. The infusion set was in use for 4 days. Due to high blood glucose patient faced dizziness and vomiting symptoms. Patient was treated via intra-venous fluids saline and insulin to address high blood glucose. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.